Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was connected to a waterbag for testing and was visually inspected for damage. Results: the chamber filled to a normal level during testing. When the water flow stopped, small drops of water were observed to leak slowly from the connection between the water feedset tube and the waterbag spike. Visual inspection showed that insufficient amount of glue had been applied between the water feedset tube and spike, causing the reported leak. A lot check revealed five other complaints of this nature for lot number 100216. Conclusion: based on visual inspection of the feedset tube and waterbag spike of the returned mr290 chamber, the leak was caused by an insufficient amount of glue applied. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water was found leaking near the waterbag spike of an mr290v vented autofeed humidification chamber. This was observed during use on a patient. No patient consequence was reported as a result of this incident.